Event description:
It was reported that the patient fell several months ago. An interrogation was performed and there was noise noted on the atrial electrogram. The last remote monitoring transmission was suggestive of a sudden onset of atrial fibrillation (af) approximately four months ago. Per the healthcare professional, the sudden onset af could be related to a performance issue with the right atrial (ra) lead since the patient had no history of af. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.